Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. The customer reported AED maintenance was only performed every 12 weeks. As a follow up with the customer, the proper maintenance of this device was reviewed. The ddu-100 series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness.